Event description:
It was reported that during an unknown procedure, the clip did not close all the way. It is unknown how the case was completed. There were no patient consequences reported. Device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.